Event description:
Debilitating pain from the top of my head to the bottom of my feet 24 hours, 7 days a week for over a year before I was diagnosed with fibromyalgia. Heavy, overflowing, debilitating, and very painful menstrual cycles. Depression. High blood pressure. Tremendous weight gain. I am about to go through a hysterectomy with more pain and a 6 week recovery period. (B)(4).